Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer¿s reported issue. The ventilator passed 125.5 hours of extended bench testing at the customer's setting and passed the vent check test with no issue. However, during the investigation, the unit alarmed for "configuration reset" and "service soon 93, 94, 95, 97, 99 and 100." As a result, the usage hours and cycle counts were reset. During the investigation, it was also noted that the event trace could no longer be downloaded from the ventilator due to a communication failure internal to the ventilator. Since communication failures between the ptv modules will result in the "inop" reset events, it is believed that marginal connections on the main flex cable led to the customer reported inop condition. Carefusion replaced the main flex circuit to address the reported issue.

Event description:
It was reported by the customer that the ventilator displayed inop and the screen was scrambled. The customer also reported no patient involvement.